Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an insulin safety syringe. The customer reports that after an injection with a magellan insulin syringe, the safety shield did not engage. The nurse had already taken her gloves off, slid the safety shield down, however, it did not engage and resulted in a dirty needle stick. The nurse called the needle stick hotline and did seek advice, but did not follow up. She did not visit the clinic for medical evaluation.